Manufacturer narrative:
Concomitant medical products: 6937a-58 lead implanted: (B)(6) 2013; 693565 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had chronically low r-waves and undersensing. It was also noted that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). The device and lead remain in use. No further patient complications have been reported as a result of this event.